Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient's programmer also reflects a communication error. A company representative confirmed the issue by using other external devices to address the issue without success. The patient last had stimulation approximately a year ago and last was able to recharge the ipg approximately 6 month to a year ago. Consequently, the patient may undergo surgical intervention at a future date to address the issue.